Manufacturer narrative:
The logs and archive from the reported issue were returned to the manufacturer for evaluation. Analysis found that the behavior was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: m450001b018, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft neuro tissue ablation. It was reported that a non-medtronic scanner was not connecting to the proper folder. It was reported that the file path was manually selected to restore functionality. It was noted that the issue occurred on the first temperature map (tmap) that was run. Additionally, it was noted that waiting for 3 acquisitions reduced the occurrence slightly. There was a reported delay to the procedure of five minutes due to this issue. There was no reported impact on patient outcome.